Event description:
It was reported that shaft break occurred. The patient presented for a complex percutaneous coronary intervention. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The 4.00 mm x 15 mm nc emerge was selected for use. While the device was inside the guide catheter, the shaft broke. The whole guide catheter system was removed together and the procedure successfully completed using an alternate device. There were no patient complications.

Manufacturer narrative:
The nc emerge mr, ous 4.00mm x 15mm delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 56.9cm distal to the distal end of the strain relief. No issues were identified with the outer / mid-shaft sections or the inner lumen of the device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The patient presented for a complex percutaneous coronary intervention. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The 4.00 mm x 15 mm nc emerge was selected for use. While the device was inside the guide catheter, the shaft broke. The whole guide catheter system was removed together and the procedure successfully completed using an alternate device. There were no patient complications.